Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. No the hardware rtc date and time disagrees with the software maintained date and time alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring pump error alarm. The customer¿s blood glucose was 8.4 mmol/l at the time of incident. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.